Event description:
The customer initially called to report that the insulin pump was not allowing him to deliver a bolus amount greater than 0.5 units. Customer was advised about active insulin. When reviewing the bolus history; the customer reported that the screen is extremely hard to read. He stated that both his doctor and trainer confirmed it is hard to read. A selftest was performed and the screen did not have missing segments. Blood glucose value was 356 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was monitored and had no display anomaly or bolus anomaly noted.